Manufacturer narrative:
Batch review performed on 27 january 2021: lot 174460: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 2022-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for cup loosening 2 years and 5 months after primary. Cup, liner and ball head revised successfully.